Event description:
A malfunction was reported on the pump, but no notable events occurred before the issue. The customer¿s blood glucose level did not exceed 500 mg/dl. Technical support provided information to reset the pump, and the customer successfully reset it. The malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue happens again and confirmed understanding of these instructions.